Event description:
Retina specialist used a barrier laser on a retina tear. The laser caused damage to the retina and cornea effecting vision. Vision issues after the laser include, extreme sensitivity to light. Flashing lights in dim environments. Significant eye floaters, pressure pain in eye.